Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on the same day of inserting the freestyle libre 2 sensor, an unspecified error message was received. As a result, the customer was unable to obtain sensor scans and experienced symptoms of ¿circulatory problems¿, dizziness, and cold sweats. The customer has contact with a healthcare professional who provided baqsimi nose powder as a treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.